Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a coronary lesion. The stent of a 3.50 x 18 mm xience sierra stent delivery system (sds) dislodged. The stent was successfully retrieved with a snare device. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Device codes: 2524 not labeled. (B)(4). Correction: date of event. The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the previously deployed stent causing the reported failure to advance and subsequent stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: the preventative procedure was performed to treat a previously stented lesion in the left anterior descending (lad) coronary lesion. The 3.50 x 18 mm xience sierra stent delivery system (sds) met resistance with the previously deployed stent and the stent dislodged. The procedure was successfully completed by performing the transcatheter aortic valve replacement as initially planned without preventative stenting of the lad. While a delay in the procedure occurred, it was not clinically significant and the patient was reported to be fine post procedure. No additional information was provided.